Manufacturer narrative:
H6: investigation summary. Scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(6). Problem statement: customer reported a complaint regarding the presence of foreign matter in the fluidics system. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 06jul2020 to date 06jul2021. Complaint trend: there are 2 complaints related to the issue of foreign matter within the sample line; date range from 06jul2020 to date 06jul2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the foreign matter within the fluidics system was due to dirty sample lines. Foreign matter within the fluidics system can lead to various issues for the instrument including clogs, leakages, and erroneous results from carryover. The customer had initially submitted a complaint regarding an issue two of their instruments were having (sn (B)(6) and sn (B)(6)). They reported that the instrument sample tubing remaining red after a few measurements, which should not be occurring. The tsr (technical service representative) assisting the customer suggested several repairs to their issue including massaging the v8 tubing, running a sit flush with warm water, and a full replacement of the sample line. After the customer replaced the sample line, they reported that the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results, and the incident did not delay their treatment. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures can help maintain a clean fluidics system, and cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2019. Defective part number: n/a. Work order notes: subject / reported: 659180 - facslyric 3l10c instrument - red contamination in tube after measurement. Problem description: email from the customer: hello with the bd facslyric devices ((B)(6) & (B)(6)) the aqua dest. Tube is reddish after a few measurements (see appendix). We were once told by a technician that this shouldn't happen. Can you confirm this? Thank you in advance for your response. Work performed: n/a. Cause: n/a. Solution: n/a. Internal notes: (7/23/21) I spoke to the customer, after swapping the sample lines everything is against ok. (7/19/21) a phone call with (B)(6) showed that the problem with double sit-flushes has been resolved, but you still want to test until wednesday (B)(4) 2021 ... (7/9/21) the customer reported that it wasn't has helped. (7/8/21) we exchanged the sample line on both devices. We won't be able to confirm whether this was actually the problem until next week. I was able to fix the squeak on one device. (7/8/21) it did not help, now the customer sample line will replace manual was sent to them. (7/7/21) for (B)(6) did tubing on the v8 massaging / sit flush with warm water, she will contact hd soon if that helped. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Tfs: 89209 ID: libivd-ra-100 3.1.7 reg status: ivd; ruo hazard: incorrect output for samples up to1.5ml or less. Cause: sample carryover error -fluidic. Harmful effects: events appear in wrong tube (false positive result). Risk control: proper sit flushing between samples. Droplet containment to manage back dripping into samples. Req link (tfs ID): 89923 libivd-fld-292 sample pause/resume, 93170 libivd-did-342 standard carryover. Implementation verification: libivd-15-09p, lsvn-1008-dp sit backflow control. Effectiveness verification: libivd-15-09f, lsvn-1008-dr. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the foreign matter in the fluidics system was due to a dirty fluidics sample line. Conclusion: based on the investigation results the root cause of the foreign matter in the fluidics system was due to a dirty fluidics sample line. The tsr assisting the customer suggested that they perform various fixes including massaging the v8 line, sit flushes with warm water, and replacement of the sample line. After the customer swapped out the sample lines, they reported that the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported while using bd facslyric¿ "reddish" foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from german to english: tube is reddish after a few measurements. We were once told by a technician that this shouldn't happen.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿ "reddish" foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: tube is reddish after a few measurements. We were once told by a technician that this shouldn't happen.